Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as diagnosis, the patient began treatment for the peritonitis with injection (inj.) Ceftazidime (1 gram given daily for 15 days, route of administration not reported), inj. Amikacin (125 milligrams given daily for 15 days, route of administration not reported) and inj. Vancomycin (2 grams, frequency and route of administration not reported). At the time of this report, treatments with ceftazidime, amikacin and vancomycin were ongoing. It was not reported if dianeal therapy was ongoing. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No additional information is available.